Manufacturer narrative:
The complaint has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
It was reported that during testing the device was not cutting properly. No harm or delay were reported to have occurred. No other adverse events were reported along with this event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device was not cutting well; the calibration was out of specification. The side plates, gear, bottom roller, and various other parts were replaced to calibrate the device properly and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.